Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that foreign material that was blocking the channel came out of the channel. Other observations for the device are: insulation resistance is out of standards due to perforation of connecting tube; angulation in the up direction is out of standards due to worn angle-wire; liquid leaks due to perforation of connecting tube; switch (sw)1 is not functioning due to damage of sw1; charge couple device (ccd) lens is polluted; color of light guide (lg) lens is changed; adhesive of distal end rubber coating (a-rubber) is broken; sw3 and sw4 are deformed; coating of universal cord is cut off; scope connector protector and universal cord protector have a crease; distal end has scratches and dents; and adhesive around lenses is worn. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an air/water leakage from insertion part found during preparation for use. The intended procedure was completed with a similar device with no issues. There is no harm to any patient. Upon evaluation of the returned device, it was observed that foreign material that was blocking the channel came out of the channel. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material coming out of the channel as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The identity of the foreign material is not known. This device was not used on a patient with the foreign material present in the device. The customer follows the instructions for use for the reprocessing steps. The start of the pre-cleaning was not delayed after the procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The air/water channel was not flushed with water and air by using mh-948. All the reprocessing accessories were without an abnormality. The manual cleaning was performed within an hour after the procedure or the device was pre-soaked. It is not known if the device passed the leak test. The detergent solution is opa. It is not known if the brushed points of instrument channel, suction channel, air/water valve/suction valve, biopsy valve were checked. The device was appropriately rinsed before manual disinfection. All channels were flushed with and immersed in the disinfectant. The water quality was checked in the final rinse and was found to be okay. The automatic endoscopy reprocessor (aer) is endo clean-1000 and detergent solution opa. All scope channels were connected with tubes when the scope was setting up into the aer/ endoscope washer disinfector (ewd). The disinfectant solution used was before the expiration date. The disinfectant solution met the minimum effective concentration (mec). The water filter was replaced with the specified period.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect reprocessing by the user facility. The instructions for use (IFU) reprocessing manual warns to use mh-948 to prevent the nozzle clogged at ¿5.3 precleaning the endoscope and accessories flush the air/water channel with water and air¿. ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.